Event description:
The customer reported that the remote alarm connector on the rear of the ventilator was loose, and when the ventilator alarmed the facility remote alarm would not alarm. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician verified the customer reported problem. The service technician replaced the main pcb board to correct the reported problem. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).